Event description:
On (B)(6) 2023 fresenius was notified that this peritoneal dialysis (pd) patient was diagnosed with an infection. Additional information was provided stating that the patient went to the emergency room (ER) and was diagnosed with covid and peritonitis. The patient was released from the ER and returned later in the week. Culture results were obtained and were positive for yeast in the patient¿s pd catheter (not a fresenius product). The patient¿s status was not well, and the patient remained in the ER. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with covid on an unknown date. The patient initially went to the ER on (B)(6) 2023 due to not feeling well (symptoms not specified). The patient was diagnosed with peritonitis in the ER. Pd effluent cultures were obtained. The patient was initiated on intraperitoneal (ip) antibiotics (drug, route, dose, frequency, and duration unknown) and sent home. The culture results were positive for bacterial peritonitis (organism and species unknown as no culture results were available from the hospital). On (B)(6) 2023 the patient¿s condition worsened (unspecified), and he returned to the ER. It was not specified if the symptoms were related to the patient¿s peritonitis or covid diagnoses. Additional cultures were obtained from the pd effluent. The culture results were positive for fungal peritonitis (no organism or species was available). No cause of the peritonitis event was confirmed for the initial result of bacterial peritonitis as the organism and species was unknown to the clinic. The cause of the fungal results was also unknown as the patient was taking the prescribed course of antibiotics at the time. The patient was informed that the pd catheter (not a fresenius product) would have to be removed and the patient would require transitioning to hemodialysis. The patient¿s health status at the time was poor because of covid. The patient¿s family decided to withdraw the patient from dialysis and place him in hospice. The patient entered hospice on (B)(6) 2023 and did not complete any further dialysis treatments. The patient expired either on (B)(6) 2023. The pdrn could not confirm the exact date. No additional information was available.